Event description:
Patient has a medtronic bioglide catheter (v-p shunt) that has become disconnected at the hub, causing the shunt to malfunction.manufacturer response (as per reporter) for v-p shunt, bioglide catheter:the manufacturer is aware of this problem and has issued a recall on this bioglide catheter (FDA recall #'s z-1124-2009 to z-1134-2009)

Event description:
Patient has a medtronic bioglide catheter (v-p shunt) that has become disconnected at the hub, causing the shunt to malfunction.manufacturer response (as per reporter) for v-p shunt, bioglide catheter:the manufacturer is aware of this problem and has issued a recall on this bioglide catheter (FDA recall #'s z-1124-2009 to z-1134-2009)